Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Before the ablation and before going transseptal, a small effusion was noticed. During the ablation phase of the procedure, the patient¿s blood pressure decreased, and the pericardial effusion grew. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. The patient stayed for overnight observation and had fully recovered without residual effects. The physician mentioned that the effusion may have been caused by ablation in the thin tissue of the coronary sinus; however, is unable to determine the exact cause. Transseptal puncture was done with a bailys needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 2/8 ml/min. No error messages were observed. The force visualization features used included graph, dashboard, vector and visitag. 3mm size range was used as stability parameter. Tag index was used as coloring option. Surpoint settings were used with the visitag module.

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Before the ablation and before going transseptal, a small effusion was noticed. During the ablation phase of the procedure, the patient¿s blood pressure decreased, and the pericardial effusion grew. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. The patient stayed for overnight observation and had fully recovered without residual effects. Transseptal puncture was done with a bailys needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 2/8 ml/min. No error messages were observed. The force visualization features used included graph, dashboard, vector and visitag. 3mm size range was used as stability parameter. Tag index was used as coloring option. Surpoint settings were used with the visitag module. The biosense webster, inc. Product analysis lab received the device on 01/29/2021 for evaluation. The investigational analysis has been completed. The device was visually inspected, and it was found in good conditions. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30457694m number, and no internal action related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 01/29/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).